Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. Successfully downloaded history files and traces using thump. In further full review of the pump history/traces on the event date of 27-oct-2024, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date of 27-oct-2024 listed on smartsolve. Dailytotalcollectionstarttime: 10/27/2024 00:00:00.000. Dailytotalofallinsulindelivered: 333500 (33.35 u). Dailytotalofbasalinsulindelivered: 242500 (24.25 u). Dailytotalofbolusinsulindelivered: 91000 (9.1 u). 10/27/2024 09:02:04.000 normalbolusdelivered (220), bolusprogrammingmethod: manualbolus (0), normalbolusamountprogrammed: 21000 (2.1 u), bolusamountdelivered: 21000 (2.1 u), 10/27/2024 14:46:26.000 normalbolusdelivered (220), bolusprogrammingmethod: manualbolus (0), normalbolusamountprogrammed: 19000 (1.9 u), bolusamountdelivered: 19000 (1.9 u). 10/27/2024 15:13:48.000 normalbolusdelivered (220), bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 11000 (1.1 u), bolusamountdelivered: 11000 (1.1 u). 10/27/2024 19:22:01.000 normalbolusdelivered (220), bolusprogrammingmethod: manualbolus (0), normalbolusamountprogrammed: 40000 (4 u), bolusamountdelivered: 40000 (4 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 27-oct-2024 in the formatted history file. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with the blood glucose value of 429 mg/dl. The customer reported was treated with insulin pump (subcutaneous insulin infusion), manual injection/insulin pen. The event involved product(s) mmt-1880l. Troubleshooting was performed. Customer was not using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.